Event description:
On (B)(6) 2011, customer reported that when troubleshooting "cuvettes failing water blank" errors on the dxc 600 pro instrument, they found greenish build-up on the outside of the reaction carousel on the face of the photometer and on the cuvettes. Customer stated that no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) spoke with customer via phone, and had the customer check the cuvette wash cycle and the customer found one (1) plugged probe. The customer replaced the probe and several cuvettes due to fogging, and the issue was resolved. Customer was wearing personal protective equipment. Customer has not contacted beckman coulter for further assistance with the issue.

Manufacturer narrative:
(B)(4).